Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex shield was returned inside of a biohazard bag and a shipping box. ¿ damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid appeared to be opened and frayed. No bend found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was not confirmed as distal and proximal ends of the braid were opened and frayed. The cause could not be determined. Possible cause includes damaged braid. The damage to the ends of the braid is possibly the results of the physician re-sheathing the device more than recommended two times. Per our instructions for use (IFU): "the system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex shield embolization device. Re-sheathing the pipeline flex shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding a pipeline failure to open in the distal segment. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal carotid artery cave with a max diameter of 5.6mm and a 4mm neck diameter. The landing zone was 3.8mm distally and 5.2mm proximally. It was noted the patient's vessel tortuosity was moderate. Post-operative findings related to blood flow imaging showed no change. It was reported that the product was delivered in the phenom 27-150 [lot: 223633845] which had been raised to the mca. Lowering it was tried while deploying it from the mca, but it failed to deploy. After three attempts at partial resheath, it did not open at all. (Changing navien's position, etc.) Subsequently, damage to the ped was confirmed by fluoroscopy, so it was collected. Afterwards, when ped2-500-16 [b337761] was deployed and operated in the same mc in the same manner, it was placed smoothly without any problems. It was reported the distal region failed to deploy. The pipeline was not positioned in a bend. The pipeline had been deployed more than 50% when it failed to open. The pipeline had been resheathed three or more times. No other operation was performed to deploy the stent. The pipeline was removed from the patient's body. The pipeline was resheathed and retrieved with the microcatheter. The pipeline was not used for an indication that is off-label. The device was prepared as indicated in the package insert. No patient symptoms or further complications were reported as a result of this event.